Manufacturer narrative:
On december 10, 2020, mentor became aware the patient underwent explantation of the device on (B)(6) 2012. In addition, an updated date of implant was provided. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4).

Event description:
It was reported via mw5096572 that a female patient underwent a breast surgery with unspecified mentor gel implants and experienced unspecified issues post operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.